Manufacturer narrative:
The sample was not returned for evaluation; therefore, the complaint was not confirmed. A review of the device history records revealed no manufacturing anomalies. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusions: conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that after cardiopulmonary bypass, prior to cleaning the device, they heard a sound that indicated that the cable within the hercules 360 arm was damaged. Upon further investigation, it was found that the cable was broken at the location of the third segment of the arm. There was no patient or surgical effect as this occurred after completion of the procedure.